Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concerns of premature battery depletion. This device was successfully replaced. No additional adverse patient effects were reported.